Event description:
Device was returned for repair only with the upper jaw broken off. Contact with hospital revealed that the device did break during use in surgery. Piece was retrieved with no injury to the pt or surgical complicaitons.